Event description:
It was reported that water entered through the side vent and the power would not turn on of the video system center. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: b5, h6 the device was returned to olympus for inspection and the reported failure water entered through side vent was confirmed and the power would not turn on was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the water entered through side vent was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that water entered through the side vent of the video system center. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.